Event description:
Reportable based on device investigations completed on 04feb2022. It was reported that the device was stuck. The target lesion was located in the aortic arch artery. A 8mm x 40cm interlock .035 embolics was selected for use. When the physician deployed the coil, it could not be fully pushed out of the sheath for several attempts and got stuck. The device simply pulled out and the procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device investigations revealed that the interlocking arm was detached.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Main coil, the introducer sheath and delivery wire were returned for this complaint. Delivery wire and coil were not interlocked within introducer sheath. The delivery wire was inspected, and no damages were observed. The introducer sheath was inspected, and no damages were observed. The main coil was inspected, and it was kinked and stretched. Functional inspection revealed that the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was pulled out backwards in order to release the main coil. Microscopic inspection of the delivery wire revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. While for the main coil, the zap tip has a smooth surface and the interlocking arm was detached. Dimensional inspection of the delivery wire revealed that the overall dimension (od) of the weld, wire arm, and wire zap tip (max) were within the specification. For the main coil, the number of the distal and proximal fiber bundles as well as the zap tip (od) and the primary coil (od) were within the specification.